Event description:
Facility reports 4 incidents of pin holes or cuts in the blood tubing lines. Three incidents occurred during priming. One incident occurred when the pt's treatment was started; blood was noticed leaking from the blood tubing. The pt lost approx 20-30 ccs. No pt injury was reported.